Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A surgical rep reported that during surgery, a system message was displayed. There was a five minute delay and the surgeon was able to complete the procedure with no harm to the pt. This is the first of two similar reports from this facility.